Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. Inspection of the equipment noted that the expiratory flow sensor diaphragm was stuck to the top of the flow sensor housing. The flow sensor was replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed to check the flow sensors and ventilate manually. There was no report of patient involvement.